Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review for part number 04.315.132, lot 7087400, indicate that the reported product was manufactured at the synthes (B)(4) facility and indicate that the product lot underwent all required inspection requirements with no nonconformities relevant to the complaint condition. The device history records review of the reported product indicate that the raw material underwent all established inspection and testing requirements and met all established requirements for use as intended with no nonconformities reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the investigation of the complained extension arm confirmed that one bracket is broken off and the middle flexible bracket is bent. Further investigation of manufacturing and material documentation shows the extension arm has been produced under specification. A product failure could not be detected. Afterwards and without any details it is unfortunately not possible to determine the exact cause for the damages on the brackets. The unexpected mechanical force caused a material fatigue which lead into the described damages. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during tests and preparation one day prior to surgery; one of four pins is broken. No patient involvement. This report is 1 of 1 for complaint (B)(4).